Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, the patient underwent a mechanical heart valve replacement. Two years after the operation, the patient was diagnosed with abnormal valve function, which was confirmed through imaging. The malfunction triggered the patients cardiac insufficiency which lead to an additional surgical intervention. On (B)(6) 2019 the patient had a valve replacement due to the diagnosis severe aortic stenosis. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
Additional information added d10, h3, h6 h10. Explant was reported due to aortic stenosis. The investigation found that there was fibrous pannus ingrowth on the outflow surface of cusp 1 and on the inflow surface of cusps 2 and 3. There was thrombus on the outflow of all three cusps. There was a fold in the free edge of cusp 2 which would have cause incomplete coaptation. Cusp 3 had been previously excised. No acute inflammation or significant calcifications were present. The cause of the reported event could not be conclusively determined, however the thrombus seen on the outflow of the valve could have contributed to the reported stenosis.